Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) were unable to inflate. The device was removed. Upon explant, a small hole was found at the base of the reservoir causing a fluid leak. A new ipp was implanted. No patient compilations were reported.